Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the emergency medical services were called for the high blood glucose. The customer's blood glucose was 472 mg/dl at the time of incident. The customer stated that there were no issues with the cannula and settings. The customer performed high pressure test and the insulin pump passed. The customer stated that they had another high blood glucose of 450 mg/dl at the time of call. The customer declined to troubleshoot for the high blood glucose. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the insulin pump was dropped. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at the reservoir tube window corners and missing the endcap sticker.